Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer attempted to deliver a bolus of about 5.0 units when the alarm occurred. The customer's blood glucose was 515 mg/dl, and two hours later, it lowered to 415 mg/dl. The customer treated using the insulin pump. He was advised to change the infusion set and reservoir as soon as possible. He was unable to troubleshoot at the time of call and declined to return the supplies for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.